Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced red heart alarms. The system controller was exchanged and returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the reported event of red heart alarms was confirmed during analysis. Pump stoppages were noted in the system controller log file. The evaluation of the system controller revealed damaged primary drive circuit components. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.